Event description:
Clinic notes received on (B)(6) 2015 state that after the patient's replacement surgery the physician was able to turn the vns on but could not get it programmed. Attempts for clarification on this issue have been made but have been unsuccessful to date.

Event description:
It was clarified from the sales representative that the generator was functioning normally. After the replacement in (B)(6), the generator was interrogated and high impedance was seen (MFR. Report number 1644487-2015-04585). The physician chose to keep the device on at that time. The mention of "the device was turned on but couldn't be programmed" from the clinic notes was a misunderstanding. The sales representative clarified that the device was able to be interrogated/programmed and no generator issues were seen. The patient may have a prophylactic generator replacement in (B)(6) along with the lead only due to the physician wanting the patient to have a newer model 105 or 106. Surgical updates will be housed in MFR report number 1644487-2015-04585.